Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and had normal operating currents. No unexpected battery out limit alarm was noted. The insulin pump passed the self test and the off no power test. No keypad anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 250 mg/dl. Customer advised when they replace the battery they receive the alarm. Customer advised the esc button is malfunctioning as well.